Event description:
Same case as MFR: 2134265-2011-02679. It was reported that during a rotational atherectomy treatment procedure, a guide wire break occurred. The 95% stenosed lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. Rotational atherectomy was performed after multiple unspecified balloons were unable to cross the lesion. A 1.25mm rotalink burr was used to successfully to perform ablation with no difficulties. To continue the procedure, the physician then switched to a 2.00mm rotalink burr however the burr was not properly connected to the rotalink advancer. When the connection was pulled on, the cable became unwound and "spiraled up." Also during the procedure the rotalink burr came in contact with the distal spring coil tip of the floppy rotawire guide wire and the guide wire broke. The distal section of the guide wire was successfully removed from the patient with a snare. The procedure was successfully completed and the patient was discharged from the hospital. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).